Event description:
Reporting status: serious injury-surgical intervention- permanent damage. Reporting rationale: restenosis requiring surgical intervention (bypass surgery). Device issue: none. It was reported via a trial that restenosis was observed approx 16 months after stent implantation and the vessel was bypassed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Restenosis, as listed in the instructions for use (IFU) and product risk assessment (ram), is a known adverse event associated with coronary stenting. In this case, the hospitalization was the result of the restenosis, which was treated via bypass surgery. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. A conclusive root cause for the reported pt issue, and the relationship to the device, if any, cannot be determined.